Event description:
As reported in 2008, this patient was implanted with gore excluder aaa endoprostheses. The procedure was successful with no adverse events reported. On six days later, the patient expired. An autopsy will not be performed.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.